Manufacturer narrative:
(B)(4). The customer reported to have replaced the gui printed circuit board (pcb). Covidien was only authorized to update the software to the current level and conducted the final testing.

Event description:
It was reported that the 840 ventilator had a graphical user interface (gui) reset. The patient was not connected to the device.